Event description:
After having a stent placed in the left carotid artery, the pt suffered an adverse event of hemiparesis on the right side and was diagnosed with an ischemic stroke.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.